Event description:
It was reported that housing surrounding USB port on t:slim X2 pump was damaged, which affected ability to charge pump and meant pump could no longer be guaranteed watertight, though pump had not yet shut down and no low power or shutdown alarms had occurred. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and Technical Support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, explained need to reenter pump settings and reconnect continuous glucose monitor on replacement device, and instructed customer to return damaged pump using prepaid label within 10 days; customer understood all instructions.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.